Manufacturer narrative:
Patient information is unknown. UDI: (B)(4). Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Phone number: (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the reamer broke at the junction of the quick coupling during a retrograde femoral nail insertion. The surgeon wanted to drill into the intramedullary (im) canal, and that was the most appropriately sized reamer available. The surgeon was using it in an off label manner. No fragment was left in the patient. The case continued without delay or detrimental effect to the patient. This is report 1 of 1 for (B)(4).